Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿

Event description:
It was reported patient underwent a right shoulder arthrodesis cup repair on october (B)(6) 2015. During the procedure, the screw tip fractured after the first turn of the screw in the patients medium hardness bone. The fractured piece had to be retrieved from the patient. Another screw was used to complete the procedure as a second hole was drilled.